Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Unknown manufacturer: (B)(4). Investigation summary: bd did not receive photos or samples and the material number and lot number are unknown. Therefore, the investigation is limited. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified bd tube had hemolysis occur. The following information was provided by the initial reporter: "material no: unknown batch no: unknown. It was reported that there tubes are hemolyzing. We are currently using your bd tubes sst and bd red top tubes for a research study with multiple time timepoints. At 0 min 1 sst (5 ml), 2 red top (10 ml), 2 edta (4 ml), at 30 mins 1 sst (5 ml), 1 red top (10 ml), at 60 mins 1 sst (5 ml), 1 red top (10 ml), at 120 mins 1 sst (5 ml), 1 red top (10 ml). Currently, the research coordinator is spinning the sst and red top at the same time after 25 min clotting time and we are observing that the sst tube are clear after centrifugation and the red top tube are hemolyzed from the tubes collected at the same timepoint. Can you please provide some suggestions, on how this could be? Is there any technical help, I can send along to the coordinator. Is it because the sst has a gel clotting agent which is assisting in the clotting and the red top tube requires more time to clot before spinning ex. 1 hour? Or could it be the hemolysis be due to the trauma on the vein? I am also interested in obtaining the wall chart on trouble shooting hemolysis."